Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that interrogation of this cardiac resynchronization therapy defibrillator (crt-d) post placement of a left ventricular assist device (lvad), noted right ventricular (rv) pacing impedance measurements increased from the 500 ohms range to 1,110 ohms around the time of the lvad placement. Additionally, high out of range right atrial (ra) pacing impedance measurements of 3,000 ohms was observed, however, no atrial lead is implanted and the ra port is plugged. Review of pacing and shock impedance measurements on the rv lead, and review of pacing impedance measurements on the left ventricular (lv) lead, noted a slight increase in measurements that continued to decrease going forward. The rv pacing impedance measurement was the larger increase that was observed. Technical services (ts) discussed this is very typical post placement of an lvad, and discussed that all subsequent measurements appear to be stabilized with within the normal limits of each lead. No adverse patient effects were reported. This device remains in service.